Manufacturer narrative:
Concomitant medical products: artelac splash edo, artelac lipids. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Clarification: serial number (B)(4), lot number: 62636. The event of conjunctival perforation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: this is a known potential adverse event addressed in the product labeling. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a clinical patient experienced conjunctival defect (perforation) in the left eye (os) against the xen®45 gts. Treatment has been provided as surgical revision (sutured). Event outcome is noted as ongoing/not resolved.

Event description:
Additional information reported the event of os conjunctival defect has been closed and sutures have been removed. The event has been resolved.